Event description:
The caregiver was raising a resident from the bed with a tempo lift when one sling clip broke. The resident was not hurt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR bhm medical, inc. (Registration #9681684). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) (under registration #9617021). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration #9681684. Incident has already been reported to (B)(6). While the arjohuntleigh representative was able to view the sling in question, the facility refused to allow the sling to be returned for further investigation. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.